Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 540 mg/dl. She retested using another meter and received a reading of 166 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot. No product will be returned at this time.